Event description:
It has been reported to co that during the procedure the tip of the device was defective. Reportedly, the tip was frayed. The device was removed and replaced. The pt is reported as fine and the device is being returned for analysis.